Event description:
It was reported that the pump was not delivering medication into the catheter. The pump was used to deliver dilaudid, 13 mg/day. The pump was replaced. The day after replacement, while still in the hospital, the patient experienced a loss of feeling in her back and had trouble breathing. The hcp advised the patient she could be discharged from the hospital. Four months later, the patient was very happy with the therapeutic results from the pump. The pump was programmed to deliver 6 mg/day. Additional information had been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).